Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported no x-ray was possible and a "tube too hot" error message. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported no x-ray was possible and a "tube too hot" error message. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. The detailed investigation revealed that the cause for the blocked x-ray was due to a temporary issue in the internal signal processing. In regular intervals the hardware is checked automatically. Within this check the signal line between the temperature sensor and the evaluation component is tested. Normally the test is triggered when a relay switches the contact to the sensors off and back on. The d1-board (evaluation component) detects the falling edge and checks that the voltage drops below a defined "low" level and remains like that for a defined, short period of time. In the present case, it was found that the contact of the switching element (relay) showed bounce effects/voltage oscillations. These include multiple, consecutive falling edges, which may trigger the cable test repeatedly. As the test expects that the voltage remains in the "low" state for a certain period of time, but under the uncontrolled conditions during relay bouncing, this may not be maintained. As a result, the test was failing despite there was no error. As the test failed for the temperature sensor, x-ray release was stopped to prevent potential severe damage to the x-ray tube. Normal operation of the system was restored by a power cycle, i.e., the system was shut down and turned back on so that the associated components (x-ray generator, tube) were restored to normal. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.